Manufacturer narrative:
Investigation found a tear in the exposed portion of the soft cannula. During fluid path testing, fluid diverted through the tear. Although the exposed portion of the cannula was damaged, the timing and cause of the damage are unknown. Device download data generated an 0x6a, occlusion during runtime, alarm. During investigation, no blockages were found in the fluid path. No damages or defects were observed on the drive mechanism that would contribute to the 0x6a alarm. The root cause of the occlusion alarm could not be determined. Damage was observed on the housing vent. The timing and cause of the damage are unknown.

Event description:
It was reported the patient's blood glucose level rose above 400 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent. As treatment, a manual injection of insulin was given.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.